Manufacturer narrative:
(B)(4). The reported event was unknown; however, a system error 2084 was identified during a review of the event history log. A short simulated therapy was successfully performed. A device evaluation was performed and no nonconforming product was found that could have caused or contributed to the reported condition. The cause of the condition was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown alarm occurred on the homechoice device during the priming phase of peritoneal dialysis therapy. The patient was not connected to the device at the time of the reported alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a supplemental report will be submitted.